Manufacturer narrative:
This complaint is a duplicate to the one reported on 20jun2023 in MFR # 1917413-2023-00539. This complaint should be corrected to not reportable. There was no new report of serious injury, medical intervention, or reportable device malfunction.

Event description:
It was reported by the customer that there's clotted bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes. Verbatim: customer problem: customer complaints high number of sm 367861 clotted.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported by the customer that there's clotted bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes. Verbatim: customer problem: customer complaints high number of sm 367861 clotted.